Manufacturer narrative:
Follow-up # 1: device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: during testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with a 2 unit/hour basal rate; end the of testing the basal history correctly showed 2.0 units and the total daily dose (tdd) showed 48.0 units. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. The tdd added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. Unrelated to the original complaint, it was observed that the battery compartment had two cracks and the returned battery cap were stripped therefore a test battery cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 300mg/dl, with polydipsia, and extreme drowsiness, associated with an alleged suspend issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump was allegedly suspending on itself. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a suspend issue.